Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. Through the review of the medical article ''dual percutaneous repair for aortic annulus rupture after balloon expandable tavr'', corresponding author dr. Charles vidoni from university hospital besancon, the following events were identified as pertaining to edwards devices: as reported, it was a case of an 85-year-old patient with symptomatic degenerative aortic disease (mean gradients 46mmhg, ava 0.9 and moderate aortic regurgitation). It was planned to implant a 29mm sapien 3 valve by transfemoral approach. The implant was successful but two hours after the procedure the patient experiences syncope with hemodynamic instability and a cardiac tamponade was revealed through echocardiography. A new-onset left bundle branch block was also diagnosed. A pericardiocentesis was performed and a thoracic CT confirmed that the patient experienced an annular rupture at the level of the left coronary sinus with a feeding pseudoaneurysm. It was decided to implant a second valve in a higher position but during deployment an extrasystole occurred and the 2nd valve embolized to the aorta. A third valve (non-edwards) was used and successfully implanted. The patient was transferred to intensive care and was noted to be stable. One day after this second intervention the patient presented a complete atrioventricular block leading to the implantation of a pacemaker. The recovery went well and six days post operative the patient was discharged. Two days after discharge the patient was readmitted with chest pain and a CT revealed a pseudoaneurysm. A percutaneous intervention was chosen and the event was resolved. The patient was finally discharged after fifteen days.

Manufacturer narrative:
Supplemental report submitted to correct h10.